Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the rep had received an email from the nurse. They reported the patient was 1 month post implant. The caller reported the nurse indicated they were not able to interrogate the device with the tablet. It was reported another rep was at the appointment with the patient the day of the call. They stated they did now know if the communication issues was with the tablet or the device was discharged. The caller reported the ins was never programmer on, just implanted. It was reported it was unknown what the battery level was at implant, unknown if the pocket had healed, unknown if swelling was present. There was an appointment scheduled for the patient on (B)(6) 2018 for a follow up. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the reason the battery was interrogating was because it was dead at the time of programming. The patient was not shown how to recharge their battery at the time of surgery. The battery was charged and the issue was resolved. There were no further complications reported.